Event description:
It was reported that prior to a transcatheter aortic valve implantation procedure (tavi), the prostar xl sutures were attempted to be deployed using a preclose technique through an 8f sheath. Reportedly, after the device was inserted and blood return was confirmed through the marker lumen, the needles were deployed. However, one needle deployed only half way. A needle backdown technique was performed to remove the stuck needle, but it did not retract. The already present skin incision was widened and the needle was cut shortly above the vessel wall. The device was removed from the anatomy and the distal end of the needle was removed with a pair of tweezers. The sutures from another prostar xl device were deployed. The sheath size was upgraded to an 18f and after the tavi procedure, the sutures achieved hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported inability to fully deploy the needle. A needle not fully deploying and then not retracting as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are nearly fully deployed during verifications and a sample of finished devices is taken from each lot and verified for ability to completely functionally deploy. A needle not fully deploying can be caused by not keeping the device stable when deploying, not holding the device at a 45 degree angle and/or inadequate tissue spread. A needle not retracting during needle back-down can be caused by not following the technique for needle back-down steps in the prostar instructions for use. Based on the reported information and the inspection criteria, a definitive cause for the reported needle not fully deploying and then not retracting could not be determined. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.